Event description:
During a laparoscopic ventral hernia repair with mesh, the absorbatack firing mechanism failed and would not attach to the mesh. A second instrument was opened and used without incident. FDA safety report ID# (B)(4).